Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-05260. It was reported that during a coronary artery stenting treatment procedure, plaque shift occurred. In (B)(6) 2010, the patient presented with exertional mid-sternal chest pain radiating to left arm associated with elevated cardiac enzymes. Subsequently the patient was diagnosed with non q-wave st elevation myocardial infarction and cardiac catheterization was recommended. The 1st target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x24mm taxus liberte stent, with 0% residual stenosis. The 2nd target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 6.00mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with direct placement of a 3.50x8mm taxus liberte stent, with 0% residual stenosis. In addition, the severe trifurcation stenosis in the 1st obtuse marginal branch (om1) and atrioventricular circumflex were treated with balloon angioplasty using a non-bsc balloon, which reduced residual stenosis by 10% and 30% respectively. The 3rd target lesion was located in the 2nd obtuse marginal branch (om2) with 90% stenosis and was 6.00mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with direct placement of a 3.50x8mm taxus liberte stent. Post stent deployment there was some plaque shift into atrioventricular circumflex which was treated with balloon angioplasty using a non-bsc balloon with 10% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).